Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 524 mg/dl. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.